Event description:
Doctor was performing a hysteroscopy when the beak of the resectoscope broke off in one piece in patient. Previous to observing this, he noticed a polyp, so he replaced broken instrument, resected polyp and then attempted to retrieve the broken piece. He was unable to retrieve so he ended procedure. Doctor scheduled 2nd procedure for 9/05; intact broken piece was then retrieved successfully. There was no adverse effect on patient and patient condition post-op both procedures was good.